Event description:
We have received a vague preliminary report of "patient infection" following the use of a mitek gii quick anchor soft tissue fixation device in an ankle/foot repair. This is all of the information given at this time. Have questions out of the rep towards clarity.

Manufacturer narrative:
At this point in time we know very little, just an accusation. We are in the information gathering mode and are filing the preliminary report to document the reported adverse event. When all of the information that can be had pertinent to this issue, that information will be the subject of the follow-up report.